Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillatoer (crt-d) has been hearing beep tones from his device. The patient stated that at his last follow-up the device had an estimated 8 months of remaining battery. Two days later the patient reported the beep tones again. The patient reported hearing the device beep four times every minute and sixteen beeps every six hours. He then reported hearing it beep every minute. A boston scientific technical services (ts) consultant discussed device beep tones with the patient and recommended he call his physician to schedule an appointment. The device was confirmed to be at elective replacement indicator (eri) and the patient was scheduled for a replacement. No adverse patient effects were reported.